Manufacturer narrative:
Concomitant medical devices: product ID: 924256, lot# 082216015a, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Reference manufacturer report # 3007566237-2015-03869.

Event description:
The health care provider (hcp) reported via the company representative (rep) that immediately after implantation of the deep brain stimulation (dbs) lead, without extension or implantable neurostimulator (ins), a CT was performed before implantation of the ins which is part of the regular standard dbs procedure. The CT revealed that the dbs lead was much deeper than expected, by over 2cm as stated by the neurosurgeon, along the trajectory line, no deviation. Immediate revision of the implanted electrode, burr hole, and stimloc showed that the part of the stimloc with the v-shaped clamp/clench was not holding the lead properly. It was slipping out of it, it was questioned that it must have slipped downwards in the brain; so the dbs lead landed so low. The neurosurgeon tried to clench the stimloc part outside the burr hole, and after washing it, but it didn't work. The two parts didn't stay firmly together on most tries, or the hold was not strong enough. The neurosurgeon additionally tried to clean the rim off the burr hole, no effect. The base of the stimloc was changed for a new one and the new clench part. The cap was not used at all. The completely new stimloc worked well, the dbs lead was pulled up with control of the c-arm and fixed successfully. Immediate CT following this procedure showed that the lead was in the desired place. During this whole procedure, the patient's status was unchanged, no problems, he was alert and cooperative. The patient experienced no symptoms, nor did the physician report any signs. After the surgery there were no complications and the patient was released home. It was noted that the patient did not have any other pre-conditions, like allergies or other diseases. If additional information is received, a follow up report will be sent.